Event description:
Serum blood work was drawn off patient's central line. A drop of the blood was used to perform a point of care glucose test at the bedside and the rest was sent to the lab for a serum glucose result. The point of care glucose result was 209. The lab result from the same specimen was a glucose of 146.